Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing a meal and likely underestimating the carbohydrate content of leftover chinese food, with persistent high glucose readings for several hours while using a steel 6 mm contact/detach infusion set; troubleshooting and education were provided, and an infusion set change was advised though the user opted to wait. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included no medical intervention, no hospitalization, no assistive care, and subsequent improvement with glucose trending down. Investigation included customer interview, device use history review, and troubleshooting guidance. Investigation of this case revealed use error related to inaccurate meal size announcement as the most probable contributor, with no evidence of device malfunction reported. It was concluded that the event was related to user handling and education, and that device performance was consistent with design expectations.